Event description:
Customer reported that touchscreen on the pump was unresponsive, requiring multiple presses for functionality. There was no reported impact to the customer¿s blood glucose level. Pump was being returned for inspection, and customer was provided a replacement pump.